Event description:
During evaluation of a returned homechoice machine, an increased intraperitoneal volume (iipv) situation was identified which occurred on (B)(6) 2010 during drain cycle 6. The patient's drain volume was 4023 ml and the largest prescribed fill volume was 2500 ml, which met iipv criteria. Product surveillance contacted the nurse on (B)(6) 2010 to inform her of the iipv found during evaluation of the hc device and the probable cause identified. The nurse acknowledged the information provided, and reported that no overfill symptoms were reported from (B)(6) 2010. Per nurse, the hp is doing fine and continuing therapy on the hc cycler without any difficulties. No patient injury or medical intervention was indicated at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be a use error as the tidal ultrafiltrate removal was set too low resulting in insufficient drain. The device will be routed to the service area.